Manufacturer narrative:
Device not returned.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, device exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were recommended.